Event description:
It was reported while testing for sars-cov-2 4 false positive results were obtained. It is unknown what type of confirmation testing was performed. There was no report of patient impact. (B)(4)

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results when using kit bd max sars-cov-2 reagents (ref. 44500301) unknown lot # was performed by the verification of complaints history. Customer reported suspected false positive results in some cases. Despite multiple attempts made to receive information, no data was provided for the investigation (no kit lot, nor data). Without data, no further analysis was possible, and bd was thus unable to investigate the customer reported issue. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents product. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA).

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported while testing for sars-cov-2 4 false positive results were obtained. It is unknown what type of confirmation testing was performed. There was no report of patient impact. Eua#: (B)(4).